Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic donor nephrectomy procedure, the tissue was cut poorly and the tissue was not grasped firmly. A new device was used to continue.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.